Event description:
The operator of a dimension vista 500 instrument states that a vancomycin result with an above assay range error did not cross to the lab¿s information system (lis). The lab is setup to watch only the lis for results and did not discover this until later that day. The operator repeated the sample on the same instrument and reported the result to the physician. The repeat result matched the initial result retrieved from the dimension vista 500 instrument log. There are no reports of patient intervention or adverse health consequences due to the vancomycin result not crossing over to the lis.

Manufacturer narrative:
A global product support (gps) specialist evaluated the instrument data and did not find a malfunction. The easylink is configured according to instructions for use (IFU) specifications. Per the vancomycin - dimension vista - rev d IFU: "samples with results in excess of 50.0 (ug/ml) should be repeated on dilution. Any report containing flags and/or comments should be addressed according to your laboratory's procedure manual and not reported." According to gps evaluation, the customer did not dilute the sample, and reported a result that was above assay range. The cause of the customer reporting a vancomycin result that is above assay range is failure to follow instructions. The instrument is performing within specifications. No further evaluation of the device is required.